Event description:
It was reported to baxter (B)(4) that the reservoir of a ce intermate sv 200 device had ruptured during filling. According to the report, the device was being filled with a solution of natrium chloride when the reservoir ruptured. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.a supplemental report will be sent upon receipt of further information.